Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7113705 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7114012 UDI: (B)(4).